Manufacturer narrative:
The reported complaint is not confirmed. A confirmed sample has not been received for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was noted to be an internal dialyzer leak. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc's. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.